Event description:
It was reported that during an unknown procedure, broken blade. The broken piece could be removed. The broken piece will not be returned. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.